Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 28. On (B)(6) 2022, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding, abscess, fistula and inflammation. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 28. On (B)(6) 2022, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding, abscess, fistula and inflammation. No further patient complications were reported.